Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited far-r oversensing. No intervention or programming changes were reported. No patient status was reported.

Manufacturer narrative:
The unknown serial number numbering system at d4 was removed due to the low voltage lead serial number was not identifiable and should not be included in the report.

Manufacturer narrative:
H2 correction follow up button and g3 have been ticked as it were missed for MDR-2025-14781-01.